Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0vapj, implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The health care provider could not get the lead to fully insert into the implantable neurostimulator (ins) gel port, even after multiple attempts at backing out the set screw, inspecting the lead and reinserting. The health care provider removed and reinserted the lead multiple times, using gentle, consistent pressure. He also used the torque wrench to slightly back out the set screw several times, as well as he visually inspected the lead and did not observe any issues. Ultimately, the decision was made to open and try a different ins, which was successfully connected to the lead and the system checked out with a clear impedance response. The issue was resolved. Patient status was reported as alive no injury. The patient medical diagnoses were noted as: fecal dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the setscrew was backed out too far. There was difficulty encountered when attempting to insert a known good lead into the connector port. Several of the connector edges as well as the weld pools on the connectors got stuck on the edge of the #0 connector of the ins depending on the lead orientation. The bore of the strain relief insert appeared slightly angled and did not align with the opening of the #0 connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.